Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side device rupture and "preventative replacement". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, h6.

Event description:
Healthcare professional reported left side device rupture and "preventative replacement". Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side device rupture and "preventative replacement". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture, anxiety - product/ procedure was received on (B)(6) 2025, with lot number 2058068. Based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.